Event description:
The customer reported the technique was ramping up during fluoro. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the lemo connector needs repair. Customer will repair lemo connector. (B)(4).